Event description:
It was reported that a dissection occurred. The 100% stenosed, mildly tortuous and moderately calcified target lesion was located in distal left anterior descending artery (lad). A 2.00mm balloon was used to pre dilate the lesion. After deploying a 32 x 3.50 promus premier stent at nominal pressure, post dilation a distal edge type b dissection was noted. The dissection was covered with another stent and the procedure was completed successfully. The patient fully recovered and was stable post procedure.